Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It is reported that when the user removed the catheter, found that the cuff was separated away from the catheter, and that the cuff still attached to the pt's tissue inside the body.